Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Implant was loose in the packaging - pouch breach - implant breach was of the heavier stemmed implants - a quality hold has been placed on part numbers 310-0007, 310-2017, 310-2025, rha-s460, and rcn-s460.